Event description:
Reference MFR report: 1627487-2014-15009, 15010.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tho the patient's physician regarding medical history.